Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted cuts in the outer insulation, likely induced during the attempted implant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. The patient's chronic lead had exhibited noise and was surgically abandoned. The new lead was positioned but appeared to be oversensing the abandoned lead. Noise was observed on the monitor during the procedure. The lead was repositioned several times to create more separation between the old lead and the new one, but the issues could not be resolved. The physician considered this oversensing could be due to the integrated bipolar sensing of the boston scientific leads. This lead was removed from the patient and a non-boston scientific lead was implanted to complete the revision procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. The patient's chronic lead had exhibited noise and was surgically abandoned. The new lead was positioned, but appeared to be oversensing the abandoned lead. Noise was observed on the monitor during the procedure. The lead was repositioned several times to create more separation between the old lead and the new one, but the issues could not be resolved. The physician considered this oversensing could be due to the integrated bipolar sensing of the boston scientific leads. This lead was removed from the patient and a non-boston scientific lead was implanted to complete the revision procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.